Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
It was reported that a y-type tur-bladder irrigation set leaked. This was observed during priming. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample for evaluation. A visual examination of the unit determined that one of the tubing segments was separated, from the y-site inlet port. The tubing segment end was also microscopically examined which noted that there was no visible solvent plow ridge on the tubing end. A functional pull test noted no other separations at the other solvent bonds. However, the cause of this condition could not be determined. No other observations were noted on the unit.